Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when rotating the patient they noticed a very small amount of amphotericin coming from the y site of the white port side of the tubing. The leaking was noted where the single tubing enters and bifurcates to the two separate tubings. The y site tubing was replaced and the medication was restarted. There was no patient harm.

Event description:
The customer reported that when rotating the patient they noticed a very small amount of amphotericin coming from the y-site of the white port side of the tubing. The y-site was specifically leaking (B)(4) where the single tubing enters and bifurcates to the two separate tubings. The y site was replaced and medication restarted. There was no patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer's report of a leak was confirmed but was found to have occurred on a non-bd extension set. No anomalies or leaks were observed with the bd products received. The root cause of the leaking from the non-bd set was not identified.

Event description:
The customer reported that when rotating the patient they noticed a very small amount of amphotericin coming from the y-site of the white port side of the tubing. The y-site was specifically leaking (B)(4) where the single tubing enters and bifurcates to the two separate tubings. The y site was replaced and medication restarted. There was no patient harm.

Event description:
The customer reported that when rotating the patient they noticed a very small amount of amphotericin coming from the y-site of the white port side of the tubing. The y-site was specifically leaking med & tko where the single tubing enters and bifurcates to the two separate tubings. The y site was replaced and medication restarted. There was no patient harm.